Event description:
Fifthy-one yr old female with unk medical history underwent mitral valve replacement on 9/11/97. The mitral valve was classed as type I, but was actually type iii. Attempt was made to use the valve but unacceptable coaptation forced removal. Due to total bypass time, chords were transected and donor papillary muscles were left behind.